Manufacturer narrative:
The reported events were lead dislodgement, extra cardiac stimulation and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue.

Event description:
During follow-up, the patient reported diaphragmatic twitch. Diagnostic imaging was performed and revealed right ventricular (rv) lead dislodgement. The physician attempted to reposition the rv lead but the helix was unable to be retracted. The event was resolved by explanting and replacing the rv lead. During the procedure, the device was observed to have migrated and this was suspected as the cause to the rv lead dislodgement. The device was repositioned to resolve the event. The patient was in stable condition. Related to manufacturer report number: (B)(4).